Event description:
Event description guidant/crm received information that this implantable pulse generator (ipg), during transtelephonic monitoring, exhibited intermittent ventricular loss of capture. The ipg is attached to a competitive lead which is on recall for polyurethane insulation failure and conductor fracture.